Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR #6000093-2007-01540. It was reported that following a coronary artery drug eluting stenting treatment procedure rash and migratory arthritis occurred. The target lesion was the left anterior descending artery (lad). The lad was tortuous, calcified and contained 3 separate lesions in proximal to mid vessel. Each were predilated with 3x15mm flextome cutting balloon. A 3.5x16mm taxus express2 drug eluting stent (des) implanted across 2 most distal lad lesions with a 3.5x20mm taxus express2 des implanted across most proximal lad lesion. The lesions were post dilated with a non-bsc balloon. There were no patient complications. The patient was given: valium 5mg po, benadryl 25mg po, plavix 300mg po, integrelin, aspirin, heparin, versed, fentanyl, metoprolol, intracoronary nitroglycerin, omnipaque. Intravascular ultrasound (ivus) demonstrated excellent stent apposition and appropriate sizing at both locations. Critical ostial stenosis in the right posterior descending artery (rpda) noted with moderate stenosis in the proximal right coronary artery (rca). 2nd diagonal was discovered to be 99% occluded by the stent. No further intervention could be attempted at this area. At 2 days later, percutaneous coronary intervention (pci) of right pda and prca was performed. The left femoral artery approach was used as the right femoral artery had a significant hematoma from previous pci. The ostial right pda stenosis was crossed with choice extra support wire, predilated with a voyager balloon and a flextome cutting balloon was used. The proximal rca was predilated with 2.75x10 flextome balloon and treated with a non-bsc 3.5x13mm des. The lesion was post dilated with a 3.75x10mm non-bsc balloon. The patient was given: valium 5mg po, benadryl 25 mg po, versed, fentanyl, aspirin, plavix 75mg, heparin, intracoronary nitroglycerin, sublingual nitroglycerin, omnipaque, visipaque. There were no patient complications. The patient was discharged the day after the second catheterization on the following medications: tricor 145mg daily, plavix 75mg daily, aspirin 325 daily, levoxyl 0.2 mg daily, lantus insulin 30 units every evening, avapro 300pm daily, actos 15mg twice daily, metformin 850mg twice daily, crestor 20mg daily, apidra insulin-sliding scale, vivelle 0.amg patch twice a week. At 23 days following the implantation of the 3.5x16mm and 3.5x20mm taxus express2 drug eluting stents, a rash developed on the back of the patient's legs and itching developed. Initially, the patient felt better after using oral and topical benadryl. "Golf ball sized" pain in the arch of the patient's left foot also developed. Over the next 3 days, the rash had spreaded to the patient's arms and chest, both knees and feet had developed pain with "heat and tenderness" in the knees and redness and inflamed areas in the knees and elbows. Tricor therapy was discontinued. On the fourth day, the patient's rash was better, however, the knee pain had worsened, flu like symptoms had developed, and the patient sought emergency room medical attention as the patient was unable to walk. Zyrtec therapy was initiated. Over the next 12 days, the rash had disappeared, prednisone and lortab therapy was initiated, plavix was discontinued, ticlid was started, and the patient's pain therapy was changed to percocet with the patient reporting heat and pressure therapy on painful joints with slight improvement. Seven days later, the patient reports feeling "60% better". Symptoms are slowly resolving. The patient is taking less pain medication, the frequency of the pain is less, she has had no anginal chest pain since the stent implantation, and intends on trying cardiac rehab again. The patient has experienced weight loss since initial cardiac examination in 2007.